Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. The results will be high when run on the complained analyzer, but will repeat with normal values when tested on a second analyzer. The customer provided specific data for one patient sample with discrepant creatinine results. No incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 11.90 mg/dl. When repeated on a second analyzer, the result was 0.64 mg/dl. The creatinine reagent lot number was 586462. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer found water overflowing at the rinse station. There was an obstruction in one of the rinse station positions. Cleaning and decontamination were performed. A mechanism check was performed and there was no overflowing water. Controls passed. The investigation determined the service actions resolved the issue. The issue is consistent with inadequate customer maintenance.